Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, when the products were tried to be used, the device reload was unable to be fired. The another reload was unable to be connected to the handle. The procedure was completed with another device. There was no patient injury.